Event description:
During use in the patient, the 6french envoy da straight catheter ((B)(4)) was used and as it was pushed up the carotid it dissected the vessel. No complications with patient and the device is not available for analysis.

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During use in the patient, the 6french envoy da straight catheter ((B)(4)) was used and after the first coil was placed, an angiogram revealed a carotid dissection. During the event, a terumo guidewire and an sl 10 microcatheter were fed through envoy da when the event occurred, and the envoy catheter actually became displaced proximal to dissection as the sl 10 microcatheter was advanced into aneurysm. During the procedure a cordis 0.035" storq guidewire was used to deliver the envoy into the left external carotid. Then, using a coaxial approach with a 1.7 french sl10 microcatheter over a 0.012 j-tip headliner terumo wire the envoy was advanced over the microcatheter into its position in the distal internal carotid (see chapter 4, page 157 of the handbook for a description of this coaxial technique for positioning of the neuron catheter). The envoy da catheter was not advanced without the use of a guidewire, and constant fluoroscopy was performed at all times during positioning or repositioning. Neither envoy da catheter nor the guidewire was advanced against any resistance. During the procedure, the guidewire was outside the distal tip when the event occurred, but the dissection was not seen until later in the procedure (first control angiogram after first coil placement). After the procedure was completed, the patient was sent home on 81 mg aspirin daily. The intended target site/aneurysm was left supraclinoid carotid aneurysm. There were no complications with the patient, and the device is not available for analysis. The reported dissection is seen in the provided post procedural image; however, no conclusion can be made regarding the event based on the image. No further information will be forthcoming for this report.

Manufacturer narrative:
During use in the patient, the 6french envoy da straight catheter (B)(4) was used and after the first coil was placed, an angiogram revealed a carotid dissection. It was noted that the envoy actually became displaced proximal to dissection as microcatheter was advanced into aneurysm. During the procedure a cordis 0.035" storq guidewire was used to deliver the envoy into the left external carotid. Then, using a coaxial approach with a 1.7 french sl10 microcatheter over a 0.012 j-tip headliner terumo wire the envoy was advanced over the microcatheter into its position in the distal internal carotid (see chapter 4, page 157 of the handbook for a description of this coaxial technique for positioning of the neuron catheter). The envoy da catheter was not advanced without the use of a guidewire, and constant fluoroscopy was performed at all times during positioning or repositioning. Neither envoy da catheter nor the guidewire was advanced against any resistance. After the procedure was completed, the patient was sent home on 81 mg aspirin daily. The intended target site/aneurysm was left supraclinoid carotid aneurysm. There were no complications with the patient, and the device is not available for analysis. A review of lot c11078 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device the reported customer complaint dissection could not be confirmed. Arterial dissections are a known adverse event associated with intravascular procedures. Review of the information provided suggests that procedural factors may have contributed to the reported event. There is nothing in the device history report review or the event description to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.